Manufacturer narrative:
Correction: the date for the follow up number 001 MDR: 1723170-2019-03519, should have been 27-may-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative was at the site they told them that in the last 2 weeks, the system shuts down by itself, after surgery. The system was plugged into the wall but the site could not tell if the wall socket was working or not. The next time that the system was being used everything is working well. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.